Event description:
It was reported that a dissection occurred. Vascular access was obtained via the left brachial artery. The 90 to 99%, 2.50mm in diameter, stenosed target lesion was located in the first marginal artery. Following predilatation, a 2.50 x 28 synergy drug eluting stent was advanced to the target lesion, but did not cross. The mesh opened and created a dissection. Another stent was deployed to cover the dissection and complete the procedure. It was indicated that a possible contributing factor to the event was due to the procedure and calcification. No further patient complications were reported and the patient was reported to be stable following the procedure. It was further reported and corrected that vascular access was obtained via the right radial artery. The 90 to 99%, 2.50 x 48, eccentric, de novo, with a less than or equal to 45 degree bend lesion was located in the moderately calcified and mildly tortuous obtuse marginal (om) artery. A non boston scientific (bsc) balloon was used to predilate the lesion. The 2.50 x 28 synergy stent was advanced, but did not cross the lesion. Significant resistance was encountered while advancing and removing the device. Upon retrieval, an open mesh was noticed. It was noted that this possibly created a dissection of the proximal part of the vessel. It was also indicated that calcification and the necessity to use a guide extension to increase support may have caused or contributed to the event. The patient was noted to have had a myocardial infarction less than 72 hours prior to the procedure. Aspirin and clopidogrel were administered prior to the procedure, ufh was administered during the procedure, and dapt was administered post procedure. The indication for procedure was due to acute coronary syndrome (acs). Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient was reported to be stable following the procedure.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the left brachial artery. The 90 to 99%, 2.50mm in diameter, stenosed target lesion was located in the first marginal artery. Following predilatation, a 2.50 x 28 synergy drug eluting stent was advanced to the target lesion, but did not cross. The mesh opened and created a dissection. Another stent was deployed to cover the dissection and complete the procedure. It was indicated that a possible contributing factor to the event was due to the procedure and calcification. No further patient complications were reported and the patient was reported to be stable following the procedure.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the left brachial artery. The 90 to 99%, 2.50mm in diameter, stenosed target lesion was located in the first marginal artery. Following predilatation, a 2.50 x 28 synergy drug eluting stent was advanced to the target lesion, but did not cross. The mesh opened and created a dissection. Another stent was deployed to cover the dissection and complete the procedure. It was indicated that a possible contributing factor to the event was due to the procedure and calcification. No further patient complications were reported and the patient was reported to be stable following the procedure. It was further reported and corrected that vascular access was obtained via the right radial artery. The 90 to 99%, 2.50 x 48, eccentric, de novo, with a less than or equal to 45 degree bend lesion was located in the moderately calcified and mildly tortuous obtuse marginal (om) artery. A non boston scientific (bsc) balloon was used to predilate the lesion. The 2.50 x 28 synergy stent was advanced, but did not cross the lesion. Significant resistance was encountered while advancing and removing the device. Upon retrieval, an open mesh was noticed. It was noted that this possibly created a dissection of the proximal part of the vessel. It was also indicated that calcification and the necessity to use a guide extension to increase support may have caused or contributed to the event. The patient was noted to have had a myocardial infarction less than 72 hours prior to the procedure. Aspirin and clopidogrel were administered prior to the procedure, ufh was administered during the procedure, and dapt was administered post procedure. The indication for procedure was due to acute coronary syndrome (acs). Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent identified that the crimped stent was damaged on the proximal section of the stent with struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.